Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: replacement from textured to smooth due to the patient's concern of the product due to increased risk of bia-alcl and recalled devices.

Event description:
Healthcare professional reported left side replacement from textured to smooth due to the patients concern of the product. Patient representative later reported "increased risk of bia-alcl, emotional distress including fear and anxiety related to cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, lost wages, physical and emotional pain, suffering, loss of enjoyment of life, disfigurement, explant surgery and/or reconstruction surgery." The device has been explanted and replaced.

Event description:
Healthcare professional reported left side replacement from textured to smooth due to the patients concern of the product. Patient representative later reported "increased risk of bia-alcl, emotional distress including fear and anxiety related to cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, lost wages, physical and emotional pain, suffering, loss of enjoyment of life, disfigurement, explant surgery and/or reconstruction surgery." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, deformation and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required additional, changed, and/or corrected data: d.9., h.3., h.6.